Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter was reading blood samples as control solution. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8.30 p.m., on (B)(6) 2016. The patient claimed that she tested her blood glucose with the subject meter and obtained readings of ¿7.3, 9.0 7.5 mmol/l¿ which the meter flagged as control solution tests. The patient manages her diabetes with insulin (no adjustments, unspecified type and dose) and denied making any changes to her usual diabetes management regimen as a result of the alleged issue. The patient claimed that soon after the alleged issue began, she developed a ¿headache¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, that the test strips had been stored properly, were not open past their discard date and had not expired. It was also noted by the csr that the correct testing method was being followed. The csr walked the patient through a retest, however, the patient was unable and/or unwilling to confirm if the alleged issue was resolved. He subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The test strips were evaluated and found to be misclassified by the meter. The meter reported ¿control solution¿ when blood had been applied to a strip.